Event description:
It was reported that a malfunction occurred on the pump. There was no reported impact to the customer¿s blood glucose level. Technical support provided information for resetting the pump and assisted the customer in doing so. The malfunction did not recur after the reset, and the customer was advised to continue using the pump while monitoring for any future issues.